Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable based on the customer complaint confirmation was undetermined because an investigation cannot be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).